Event description:
Baxter (B)(4) received a report that an infusor leaked "from the reservoir" after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 20 ml of fluid in the reservoir. The reported "leak" condition was confirmed. Visual examination of the sample showed evidence of leaky fluid inside the housing. A functional leak test was performed and a leak was observed at the welded area of the volume indicator (not from the reservoir as reported). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the leak at the welded area of the volume indicator was determined to be an improper weld of the volume indicator and port. These two components are joined using an ultrasonic welding.